Manufacturer narrative:
The device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's omnipod personal diabetes manager (pdm) gets real hot and battery wont hold its charge.